Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back to follow up sent. The patient reported they were (B)(6) lbs at the time of event. The patient indicated the replacement sent did not resolve the poor communication and indicated it was the magnet which the manufacturer representative gave them an extra one. The patient reported their return of pain has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the replacement programmer sent did not resolve their poor communication because it was due to the magnet part that needed to be replaced which they received it from the representative. Patient's return of pain has been resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) rolled off their bed, fell and landed on their back. The pt stated that their target back pain returned after the fall. The pt went to their health care professional (hcp) on (B)(6) 2018 and the hcp was unable to get the ins to sync with the patient programmer (pp). The pt reported a poor communication screen with and without the antenna attached. Information was reviewed and the pt was redirected to their hcp. The patient was transferred to repair and the pp was replaced. No further complications were reported.